Event description:
After the pci, the physician attempted to exchange a sheath introducer (7f 25cm, terumo) for the brite tip sheath. However, the distal edge of the sheath was not sharp enough, so the physician could not insert the device into the patient. The physician removed the device from the patient, and confirmed that distal portion of the brite tip sheath was frayed. The patient's age and gender were unknown. The brite tip sheath (7f 11cm) was used in order to use an exoseal after pci; the target lesion was the proximal and mid right coronary artery (rca). The products were properly inspected and prepped and no anomalies were noted. There was no difficulty inserting and securing the dilator to the sheath hub. The access site was the femoral artery. There was no difficulty accessing the vessel with the access needle. The puncture site was not dilated with the dilator prior to insertion of the sheath. There was no difficulty inserting the sheath into the vasculature of the patient. The sheath was exchanged for a new brite tip sheath. Hemostasis was achieved by an exoseal with the new brite tip sheath. There was no bleeding complication during and after the procedure. There was no reported patient injury.

Manufacturer narrative:
The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt. Concomitant devices: indef: bsj, gw: runthrough, gc: launcher, access, y conne: ok, sheath: 7f terumo25cm.

Manufacturer narrative:
After a pci procedure, the physician attempted to exchange a non-cordis sheath introducer for a brite tip sheath; however, the physician felt that the distal edge of the sheath was not sharp enough and could not be inserted into the patient. The physician removed the device from the patient and confirmed that the distal portion of the brite tip sheath was frayed. Another device was used to complete the procedure. The product had been properly inspected and prepped and no anomalies were noted. There was no difficulty inserting and securing the dilator to the sheath hub. The access site was the femoral artery. There was no difficulty accessing the vessel with the access needle. There was no difficulty inserting the original sheath into the vasculature of the patient. The frayed sheath was exchanged for a new brite tip sheath. Hemostasis was achieved by an exoseal with the new brite tip sheath. There was no bleeding complication during or after the procedure. There was no reported patient injury. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot revealed no anomalies during the manufacturing and inspection processes. The complaint could not be confirmed without return of the device for analysis. Based on the information provided, vessel or procedural factors may have contributed to the complaint. The IFU states ¿if increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi.¿ there is no evidence that the complaint was related to a manufacturing or design issue, therefore, no corrective action will be taken.